Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal sling system was used during a procedure around (B)(6) 2009 (exact date unknown). According to the complainant, post procedure, the patient experienced erosion, shrinkage, and some mesh extrusion which caused urinary incontinence and persistent pain. The exact nature and dates of onset of these symptoms are unknown. The patient was reported to have had numerous surgical procedures to remove the mesh. All other information is unknown and reportedly unavailable.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage fit transvaginal mid-urethral sling system on (B)(6) 2009.